Event description:
It was reported that a pt had their pump explanted due to infection. The pump was implanted for approx 4 months prior to explant. Additional information will be provided in an additional f/u report, as it becomes available.

Manufacturer narrative:
(B)(4).